Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed lesion, in the diagonal artery. The vessel was pre-dilated with a 2.0x08 mm semi complaint balloon. The 2.75 x 28 mm xience xpedition stent delivery system (sds) was advanced and the stent was deployed at 16 atmospheres. A proximal edge dissection was noted, the dissection was treated with another xience xpedition stent. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.